Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were possible short circuits on contact 11 and 10. The patient felt their "complaints" have gotten worse while receiving the same voltage of therapy. Additional information was received indicating the short circuit was confirmed with impedance tests. There was no particular reason known for the short circuit. Normal troubleshooting procedure and a revision planned for (B)(6) 2020. The issue has not yet been resolved. Additional information was received clarifying the "complaints" were related to more severe compulsions. An impedance test was done for the extension and the lead. After revision surgery, the impedance changed and ended up within normal limits.